Event description:
It was reported the pump was not working and it had not worked for a long time. It was unknown when the pump stopped working. It was further reported the patient did not keep her appointments and allowed the pump to go dry. This was in (B)(6) 2014. It was unknown what drug the pump was being used to deliver, if the patient experienced any symptoms, what actions were taken to resolve the event, and patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).